Event description:
Trinity revision of the Cup, ECiMa Liner and BIOLOX Delta Ceramic Head after approximately 6 months due to dislocation / Cup malalignment.

Manufacturer narrative:
PER COMP - 3630 Initial Report. Additional information, including patient activity level, weight and medical history, post primary and pre-revision x-rays, operative notes (primary and revision), was the original Cup placement at primary surgery malaligned or has there been movement / displacement of the Cup post-primary, did the patient present with any symptoms or was the Cup malalignment identified during routine follow-up, did the patient experience any slips / falls or other trauma post primary surgery, did the patient follow correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.